Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt first mentioned they had gotten a new rtm in april but then the last few weeks they have been having issues but it was very unclear at first what they were. Pt kept saying "it only lasts 3 days" and at first said the implantable neurostimulator (ins) then later said it's the controller battery. Controller port looks blackened out. Controller battery compartment looks intact. Pt then clarified that the issue isn't charging the ins, its when they goto charge the controller, and then the controller battery doesnt last long. Pt later conflicted this statement saying its the implant that doesnt last very long. During the call pt reset controller and was able to connect to ins and it shows controller battery is 30 percent. Its unclear at this point if its the controller or implant that doesnt last long. A request was sent to the repair department to replace the controller and battery pack. Reviewed that if the pt does find that the ins is not lasting very long after getting new equipment, to follow up with hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back and said they got the new controller and battery pack but were confused on what to do. Pt made sure they had new battery pack and put in controller, and then setup for implant. They were able to successfully pair the controller to the implant. It says ins is at 40 percent, and pt was surprised it went down that far in 2 days. Reviewed they can can follow up with hcp about that issue, as stated in original call summary. Pt is going to charge up controller as it is getting low, and will then charge ins. Pt also said the equipment is a mickey mouse setup and asked about the new equipment they would get if they had a new implant. Reviewed inceptive external components and redirected to hcp.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved,medtronic rep spent a long time adjusting the controls to that stimulator. Controller made adjustments to the controller the battery now lasts to days. She is a huge attribute to your organization to resolve the problem